Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the adhesive of the distal end is chipped and/or peeling off, which would lead to a leak. It is likely that a non-compatible sterilizer was used during reprocessing, which caused chemical damage and weakening of the adhesive on the distal end. Based on the review of the instructions for use, section 3.3 "inspection of the endoscope" states, "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Additional information from the instructions for use state: deterioration possibly accelerated from un-recommended condition at sterilization process. Methods listed as "compatible" in table 3.1 and 3.2 are compatible for routine use only when used according to the manufacturer's instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic / corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion operation manual. Per the legal manufacturer, the other issues identified in the initial report (excessive frayed mesh on the bending section and cracked video connector) have no potential to cause or contribute to death or serious injury if these issues were to recur.

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation confirmed the reported failed leak test as the scope was found leaking at the distal end body seam. Additionally, the objective lens adhesive and bending section cover adhesive was deteriorated due to chemical damage. Upon removing the bending section cover, there were excessive frayed mesh on the bending section mesh. The video connector was cracked. The scope was repaired back to standard specifications and returned to the customer. A review of the repair history indicated the scope was last repaired on march 5, 2020. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the endoeye flex deflectable videoscope failed the leak test. No patient involvement was reported.